Manufacturer narrative:
Analysis summary: the cause of the reported aaa enlargement and endoleak could not be determined from the single still non-contrast angiogram and drawings provided. The anatomy at implant is unknown and post-implant CT¿s were not provided. Complete angiograms during the endoleak event and intervention were also not available for review and the reported endoleak could not be assessed. It was reported that the suspected cause of the type iiib endoleak was due to a stent partially detaching from the fabric. This stent detachment could not be confirmed or ruled out. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are all potential root causes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 89 mm diameter abdominal aortic aneurysm. It was reported that during follow-up approximately 26 months later, aneurysm enlargement and an unknown endoleak were observed. Further review confirmed a type iii endoleak from the main body part of the stent graft. An endurant ii aui was implanted as treatment, and the right bundle branch was closed with a plug. A femoral artery-femoral artery bypass was performed. The endoleak then disappeared and the procedure was completed. It was reported that the endoleak was considered to be a type iiib based on the result of angiography, it was suspected that the stent detached partially from the graft and it felt like blowing out from the pinhole. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.